Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera has no connection and tries to connect to the electromagnetic emitter. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) and the scu to positioning sensor unit (psu) cable was replaced. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. The main component of the system, other relevant device(s) are: product ID: 9735340r, product ID: 9733575. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 9733575 lot number: 160512; product ID: 9733438 lot number: t304087. Additional information: lot number provided for concomitant products. The system control unit (scu) and the scu cable were returned to the manufacturer for analysis. The scu and cable were both found to be fully functional with no problems found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient demographics updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a cranial resection. It was reported that the procedure was delayed thirty minutes due to the reported issue and that the site used a second medtronic navigation system to complete the procedure.